Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the health care professional (hcp) requested a review of the magnetic resonance imaging (MRI) compatibility for a patient with this pacemaker. Technical services (ts) reviewed the device data and noted a stored signal artifact monitor (sam) episode, during which low out-of-range pacing impedances and oversensed minute ventilation (mv) chop signals were observed on the right atrial (ra) channel. The hcp confirmed that the patient underwent a surgical procedure on the date of the sam event, which possibly triggered the episode. The mv feature was reactivated, and since the event, ra channel impedance has remained within range with no further noise observed. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the health care professional (hcp) requested a review of the magnetic resonance imaging (MRI) compatibility for a patient with this pacemaker. Technical services (ts) reviewed the device data and noted a stored signal artifact monitor (sam) episode, during which low out-of-range pacing impedances and oversensed minute ventilation (mv) chop signals were observed on the right atrial (ra) channel. The hcp confirmed that the patient underwent a surgical procedure on the date of the sam event, which possibly triggered the episode. The mv feature was reactivated, and since the event, ra channel impedance has remained within range with no further noise observed. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the health care professional (hcp) requested a review of the magnetic resonance imaging (MRI) compatibility for a patient with this pacemaker. Technical services (ts) reviewed the device data and noted a stored signal artifact monitor (sam) episode, during which low out-of-range pacing impedances and oversensed minute ventilation (mv) chop signals were observed on the right atrial (ra) channel. The hcp confirmed that the patient underwent a surgical procedure on the date of the sam event, which possibly triggered the episode. The mv feature was reactivated, and since the event, ra channel impedance has remained within range with no further noise observed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.